Event description:
It was reported that the left ventricular lead was not capturing and was out of position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular lead was not capturing and was out of position. It was also reported that the left ventricular (lv) lead capture management determined that the threshold had increased and may have compromised capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The lead was stretched and there was apparent explant damage. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. However all conductors had blood/body fluid (not obstructed). The lead was stretched and there was apparent explant damage. The full lead was returned and analyzed.